Manufacturer narrative:
At this time the patient has not been seen for follow-up according to the field representative. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode on their bike. Review of the device data in latitude revealed episode data was missing. Troubleshooting is ongoing. The device remains implanted and in service. No additional adverse patient effects were reported.